Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges the weld failed causing injury.

Manufacturer narrative:
The u channel on the motor cross bar sub-assembly was broken away from the mainframe and showed evidence of limited weld penetration. The evaluator can not determine if this contributed to the alleged injury.

Event description:
Alleges the weld failed causing injury.